Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Estimated date of event as the actual reporter of the complaint has stated the event occurrence is unknown. (B)(4). The customer reported the most likely cause of the failure was the touchscreen assembly. After replacement of the faulty touchscreen, the issue was resolved. At this time, the alleged faulty part has not been received by carefusion failure analysis lab.

Event description:
The customer reported while using the vela ventilator; some black spots are seen on the corner of the touch screen. The issue occurred during testing. There is no report of patient involvement associated with the event.